Event description:
It was reported that there was poor control of the left arm with right ventral intermediate nucleus (vim) lead. It was noted that the event resolved without sequela. It was noted that the lead was replaced. It was noted that an MRI without contrast was performed and the tip of the right electrode was positioned posteriorly in the right thalamus in the area of the pulvinar. It was noted that impedances and current in the range of 8 milliamps, which was ¿quite high.¿ it was noted that the target was ¿left vim¿ and the event was related to the lead and possibly related to the implant procedure. It was noted that the patient had increased tremor. Additional information received reported that there was increased tremor in the right hand and foot due to an incorrectly placed lead. It was noted that the event resolved without sequela. It was noted that the lead was replaced. It was noted that an MRI without contrast was performed and the tip of the right electrode was positioned posteriorly in the right thalamus in the area of the pulvinar. It was noted that there was high output impedances with current in the range of 8 milliamps. It was noted that the target was right vim and the event was related to the lead and possibly related to the implant procedure. It was unclear between reports the correct side of the symptoms and lead placement issue.

Manufacturer narrative:
Concomitant: product ID 3387s-40, lot# v668803, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 37651, serial# (B)(4), product type recharger; product ID 3387s-40, lot# v668803, implanted: (B)(6) 2011, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot# v668803, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 37085-60, serial# (B)(4), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).